Event description:
Patient presented a clicking sound during hip rom (range of motion). It was found that the fixation bolt appeared to be unseated allowing the neck segment to disengage from the locking teeth on stem. This caused the neck segment to rotate. (B)(6) 2009 - primary surgery performed. Four weeks after the initial surgery, the patient fell and broke his femur. He had a plate and 13 screws implanted at that time, which were removed in (B)(6) 2010. Later that month ((B)(6) 2010) he felt a pop but felt no pain. The same thing happened in (B)(6) 2010. The primary surgeon said the popping noise was due to the iliotibial band. In (B)(6) 2010, the patient's hip started to move and heard a clicking sound.

Manufacturer narrative:
We are not able to evaluate this case because of too less information. Our distributor informed us that on (B)(4) 2011 the screw, neck segment and head were revised but we will not receive the complaint samples for evaluation as well as the surgery record and the article and serial number of the stem. Investigation of x-ray images: no information found, which might be related to this incident. Investigation of the device history record (fixations screw and neck segment): the quality documentation shows no deviations from the specifications. Check of correct implant combination: the implant combination was checked and correct.